Event description:
A customer reported experiencing an error, specifically cgm error 42, with their glucose monitoring device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing information for a complete pump reset and walking them through the process. After the reset, the error code did not appear again, and the customer successfully started their sensor session.